Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method - patient selection. The perclose proglide device instructions for use state that the safety and effectiveness of the perclose proglide device has not been established, in patient populations who are morbidly obese (body mass index > 35 kg/m2). In addition, it was reported that the common femoral artery was heavily tortuous. The IFU states, prior to deployment of the perclose proglide smc device, evaluate the femoral artery site for size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall by performing femoral angiography, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method - patient selection - morbid obesity and heavily tortuous left common femoral artery.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily tortuous left common femoral artery after an interventional procedure. Reportedly, after inserting and positioning the device, arterial luminal marking could not be confirmed because blood flow was absent from the marker lumen. The device was removed over a guide wire, the marker lumen was flushed with saline a second time, the device was reinserted into the vessel, but with the same results. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.